Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the reprocessing not being conducted properly due to leakage from forceps elevator. Additionally, the stain inside light guide (lg) lens we presumed that humidity invaded the lg-lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. The event can be detected by following the instructions for use (IFU) section: IFU states that detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of an annual inspection, finding switch box has a crack, up/down knob is shaved, plug unit is damaged, scope cover-case unit has a dent, light guide lens has a crack, connecting tube has a cut, distal end is shaved, distal end has residual liquid, due to annual inspection, parts must be replaced, adhesive around objective lens has a crack, inside of lg lens has discoloration, water tightness of forceps elevator is lost, leak at the forceps elevator, switch box cracked, light guide lens cracked, connecting tube cut, distal end shaved, - objective lens adhesive worn, light guide lens adhesive with stains, and distal end with foreign material. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus device, evis exera iii duodenovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that there was a leak at the forceps elevator, light guide lens adhesive with stains, and distal end with foreign material. This report is being submitted for the event found during evaluation. There was no patient involvement.